Event description:
Reporter indicated a vns dell x5 handheld computer was freezing and moving slowly between screens during programming. The computer and flashcard have been requested for return but have not been received to date.